Event description:
The patient contacted animas on (B)(6) 2013 alleging the rubber keypad cover started peeling a couple of months ago and was now coming off the pump. The patient stated that the keypad buttons were difficult to press at times because the keypad cover is misplaced over the contacts. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.